Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-04723. Related manufacturer reference number: 1627487-2020-04726. It was reported the patient was not getting adequate pain relief. X-rays were taken and confirmed three leads had migrated. Reportedly, patient undertook relatively strenuous activity soon after implant. Surgical intervention was undertaken wherein three leads were explanted and replaced. This addressed the issue.